Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital after feeling symptoms of bradycardia. An electrocardiogram (ECG) was obtained and showed intermittent exit block on the rv lead. Interrogation of the device showed increased bipolar lead impedance that resulted in a safety switch to unipolar pacing. The patient was hospitalized and underwent a system replacement. The old rv lead was surgically capped/abandoned and therefore will not be returned for analysis. There were no other adverse patient effects reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital after feeling symptoms of bradycardia. An electrocardiogram (ECG) was obtained and showed intermittent exit block on the rv lead. Interrogation of the device showed increased bipolar lead impedance that resulted in a safety switch to unipolar pacing. The patient was hospitalized and underwent a system replacement. The old rv lead was surgically capped/abandoned and therefore will not be returned for analysis. It was noted that the patient's pacemaker was replaced during the same procedure due to increased battery consumption, although it was replaced earlier than expected due to the rv lead issue. There were no other adverse patient effects reported.

Manufacturer narrative:
This lead remains implanted but out-of-service; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.